Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect: clinical code: (B)(4). Imdrf annex a code medical device problem code: (B)(4). No additional information was provided by the istituti ospedalieri bergamaschi. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that the patient experienced contact dermatitis using chloraprep. Per complaint details received: this spontaneous case was reported in the medical literature by a physician from italy and concerns a (B)(6) female patient who experienced a non-serious adverse reaction of acute contact dermatitis associated with chlorhexidine gluconate, isopropyl alcohol. The patient who was atopic has applied antiseptic (chlorhexidine gluconate, isopropyl alcohol) solution developed an acute erythematous papular and vesicular eruption of the right lower limb a few days after orthopedic surgery for flatfoot correction with a titanium implant placement and subsequent cast. The dermatitis healed with topical steroids. Testing with the sidapa baseline series, the integrative orthopedic and medicaments series, and the preoperative antiseptic solution used (chloraprep with tint, tested ¿as is¿), produced positive results for chloraprep with tint (++d2/++d4), nickel (++d2/+++d4), cobalt chloride (+d2/+d4), ethylenediamine dihydrochloride 1% pet. (+d2/++d4), and ethylenediaminetetra acetic acid disodium salt dehydrate (edta) 1.0% pet. (++d2/++d4). Patch tests with isopropyl alcohol 10% aq. And sunset yellow 2% pet. Were also negative. Chloraprep with tint is a combination of isopropyl alcohol, chlorhexidine, and sunset yellow e110 (an azo dye that plays no role in the antiseptic properties of the solution) used as a preoperative antiseptic solution. Chlorhexidine can cause allergic contact dermatitis, and it may rarely induce immunological contact urticaria and even anaphylaxis. Isopropyl alcohol, a secondary alcohol used as a preservative, antiseptic, and industrial solvent, is known to be a mild irritant and also a weak sensitize. In this case it was found a positive reaction to the topical preparation chloraprep with tint, tested ¿as is,¿ with negative results to all the individual ingredients, suggesting the unusual diagnosis of compound allergy for both patients. In conclusion, this case also emphasizes that a systematic approach with a careful anamnesis and proper patch testing is crucial to effectively evaluate suspected contact dermatitis. Patient was diagnosed allergic contact dermatitis due to compound allergy induced by chloraprep with tint. Follow-up information has been requested. Initial information was processed along with the follow-up information received from the author. Additional information added following receipt of author response on (B)(6) 2021. The patient was of normal weight. The patient was a non-smoker and non-alcoholic. A local skin application with chlorhexidine gluconate, isopropyl alcohol for preoperative antisepsis was initiated at once in mar-2019. The patient was not hospitalized due to event. Duration of the event acute contact dermatitis was reported as 2 weeks in mar-2019